Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, h4, h6

Event description:
Healthcare professional reported, left side rupture, folds, wave and rotation of the prosthesis. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, folds, wave and rotation of the prosthesis. The device has been explanted.